Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the internal battery was observed. The internal battery was replaced to correct this issue.